Event description:
It was reported that during a prostate procedure, the fiber tip detached from fiber. The procedure was completed using a second fiber. The patient outcome is listed as ¿ok.¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted; the fiber exhibits severe contamination, likely biologic; the fiber is blackened; the heat shrink tube is melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.